Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility and the manufacturer of the non-lumenis fiber for additional information. An incident form was provided. It had been confirmed by the user facility that while using a non-lumenis fiber, the physician realized that the fiber was not working as it should, scrub tech reached to tighten the green fiber connector. The connector was extremely hot and she sustained discrete first degree burns to the distal phalanx on the palmar surface of the thumb and index finger of the left hand. Scrub tech applied ice to the affected area. The physician elected to cancel the procedure, the patient was awakened from general anesthesia and the case needed to be rescheduled. No report of patient complications, was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition. A lumenis service engineer visited the site six (6) days after the event. The engineer inspected blast shield - good, no burn areas on glass. Opened laser and inspected all optics (hr, oc, frm, srm, 45* mirrors) and sea no issues with any optics. Check mode on all 4 bricks - all nice round circles. The engineer found nothing that would cause a fiber to heat up. The laser was found to have met all manufacturer's specifications and was returned to the facility safe and ready for use. According to the gso expert, explained that if the far alignment is o.k., it means that the laser system did not cause the fiber to heat up. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 08-aug-2016 and installed at the customers site on 20-sep-2016. According to the report, during a procedure, a user went to remove the fiber and burn their fingers. No report of patient injury or complications was received. It is likely that the event was the result of handling the fiber before letting it to cool enough. All lumenis fibers are bonded into the metal ferrule. Because there is a layer of glue between the fiber and the metal ferrule, any failure of the fiber in the connector or misalignment of the laser beam will first of all cause the glue to be burned. This in turn will cause the blast shield to fail with very obvious noise, smell and performance loss. Furthermore, the glue burning occurs very fast, in a couple of seconds. The time constant of the connector thermal response is about 100 seconds. Therefore, the connector heating before the glue burning is negligible, and it is highly unlikely to be burned by it. A lumenis clinical director reviewed all the information available and indicated that in general the clinic's recommendation is that this case is non reportable, since the complaint is associated with a product that does not meet lumenis design & manufacture specification, nor are there any claims that a lumenis device had malfunction during the procedure. In addition our um warns users to use only lumenis fibers (um-20006520en, rev. C, pp39). "To avoid possible damage to the optical system, use only qualified lumenis delivery systems. Using other than lumenis delivery systems may jeopardize safe operation or damage the laser system and will void your lumenis warranty or service contract." In this case a scrub tech sustained first degree burns which are considered to be a minor injury and applied ice to the affected area. Lumenis is not the manufacturer of the fiber whose fiber connector was reported to have burned a user in this event and resulting in minor injury. The manufacturer of the fiber has been made aware of the fiber issue. In this case, the patient was awakened from anesthesia & the procedure was subsequently cancelled. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event. Lumenis is closing this complaint, but will continue to monitor this failure; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a lithotripsy procedure in which a lumenis pulse 100h and non-lumenis fiber were being utilized, the physician realized that the fiber was not working as it should, scrub tech reached to tighten the green fiber connector. The connector was extremely hot and she sustained discrete first degree burns to the distal phalanx on the palmar surface of the thumb and index finger of the left hand. Scrub tech applied ice to the affected area. The physician elected to cancel the procedure, the patient was awakened from general anesthesia and the case needed to be rescheduled. No report of patient complications, was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.